Event description:
It was reported that the atrial lead had noise and high impedance. It was also reported that the atrial lead connection was a problem. The pocket was opened and the lead was disconnected and reconnected. The noise and impedance was corrected and the lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.